Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision on (B)(6) 2011.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 and mesh and sparc mesh were placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, including removal surgery on (B)(6) 2011, at which time the straight-in system and intepro were implanted. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat a grade ii cystocele, a rectocele, vaginal vault prolapse, and stress urinary incontinence on (B)(6) 2009 and mesh and sparc mesh were placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, including removal surgery on (B)(6) 2011, at which time the straight-in system and intepro were implanted. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/2/2017

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.